Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user, who reported that the back right leg bent, causing her to fall and sustain a fractured heel and bruising. Inspection of the device confirmed that the leg was bent. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.